Manufacturer narrative:
Concomitant medical products: product ID: 97702 ipg, implanted: (B)(6) 2017; product ID: 3708140 neuro extension, implanted: (B)(6) 2008; product ID: 3708140 neuro extension, implanted: (B)(6) 2008; product ID: 39565-30 pain stimulation lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted significant atrial undersensing causing false/early termination of episodes and preventing the device from bi-ventricular pacing. The atrial lead remains in use. No patient complications have been reported as a result of this event.